Event description:
This case reported by a pharmacist, who contacted the company to report a product complaint and adverse event, concerns a female pt of unspecified age and origin. Relevant medical history and concomitant medications were not provided. The pt received insulin lispro (humalog) via an unspecified formulation with an unspecified humapen device, for an unspecified indication and beginning on an unspecified date. The pt reported she had been overdosing and occasionally going into diabetic coma (no date provided). The pt reported her dose had been adjusted to 0.5 units (no date provided) and she stated she needed a more precise pen because of the dose change. No other medical info was provided. Treatment measures and outcome for the events were not provided. The action taken with humalog was not provided. This case was associated with a suspect humapen unspecified device (attempted to obtain lot/control number; info was not provided). It was unk if the pt was a trained user of the device. The general duration of use and the problem devices duration of use were not provided. No user training issues were identified. The return status of the device was unk. It was unk if the device use continued. The reporting health care professional did not provide a causality assessment for the drug. Additional info will be requested. Upon review of this case on 11 apr 2008, it was noted that the EU/ca fields were required. These fields were updated at this time. April 14, 2008: upon review updates made to case: deleted event of overdose and added event of wrong dose administered; update listed for diabetic coma to unlisted: updated case and narrative with new information. April 28, 2008: additional info received from global product complaint management system on 23 apr 2008: added lss analysis statement and updated the ca/EU fields.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. Note: this report includes final evaluation findings. No additional info is expected. Evaluation summary: the user did not return the actual complaint device nor report the device lot number to the manufacturer. Consequently, an investigation is not possible. Malfunction unk. There is no evidence of improper use or storage.